Event description:
The account generated a cell-dyn sapphire wbc result of .206 k/ul for a patient sample that retested at 5.24 nd 5.14 k/ul on the same analyzer. All qc was within range and all samples tested prior to and after this sample were without issue. The initial result was reported to the clinic, but was corrected five minutes later. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
The data submitted by the customer was reviewed. The data showed that the low wbc result was possibly caused by a clot in the wbc staging pathway and flushed out between runs. The data showed a patient result with limit set violations and invalidated data results. In this case, displaying a violation of the patient limit set with underlined wbc results and a pic/poc delta flag. The cell-dyn sapphire system operator's manual states that in a case of a result that falls outside a laboratory action limit, the operator may need to follow a laboratory protocol, such as repeating the sample, performing a stained blood film review or notifying the physician. The cell-dyn sapphire system operator's manual includes troubleshooting information for wbc imprecision as well as limit set flag and suspect parameter flag descriptions. Based on the investigation and event details, no product deficiency was identified with the cell-dyn sapphire instrument.